Event description:
Servicing event: the unit was delivered in 2004 following pre-installation maintenance (pim). Seventeen days later the hosp reported there was some level of deflation in the head/shoulder section of the bed and that the pt was lying on that area and that some redness was observed on the pt's shoulder. Another unit was brought to the hosp and the pt placed on the replacement unit. The service technician found a valve failure had resulted in a leak that prevented full inflation in the head and shoulder section of the bed. The hosp also stated that they felt a foreign object inside of the unit. The "foreign object" was identified as a screwdriver, later identified as one that was used by the technician performing the pim. The screwdriver was found between the air bladders of the unit, so it was impossible that the pt was lying directly on the object. The pt expired 2 weeks later from other pre-existing causes (sepsis) not related to the screwdriver. However, the hosp is stating that a red mark in the shape of a screwdriver handle was seen on the pt's shoulder. Facility is still investigating the event and taking appropriate corrective action to preclude this event from recurring.